Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed no damage to the battery compartment or the battery cap. There was evidence of moisture contamination on the underside of the battery cap. The pump powered on appropriately with the returned battery cap; no power issues were observed. The pump¿s current draws were found to be within specification. The pump casing was removed and there was no evidence of additional moisture inside the pump. A review of the black box showed evidence of partially discharged batteries being installed, resulting in multiple low battery warnings and replace battery alarms.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump¿s battery life was shorter than expected. The issue reportedly began in (B)(6) 2013. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.